Event description:
A report was received that a patient underwent a pocket revision procedure. The pocket site was made deeper in the patient's body as the ipg was close to the patient's skin. The patient was experiencing pain and soreness at the ipg site. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.